Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) and reported a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The technical service representative (tsr) assisted the home patient (hp). The hp stated there is a lot of air in the patient line. The tsr had hp end the therapy and start over with new supplies. Baxter (B)(4) contacted peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011. The pd rn stated the patient notified them of this event. The pd rn stated that the problem for the air in the line was related to a hole in the solution bag. The pd rn stated that the hp started over with new supplies and was able to finish therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No further information is available.